Manufacturer narrative:
Correction: refer to d4-lot code. The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure. Both the broken segments were returned for evaluation so as per the event, "drill bit remaining inside the patient" is not confirmed. The device inspection revealed the following: the received drill shows signs of intense usage. The drill was found to be broken from the shaft region. The flutes are absolutely blunt and severe material deformation can also be seen around it. The breakage surface reveals a relatively smoother surface at the center than towards the edges. This confirms a brittle fracture followed by abrupt breakage towards the edges (irregular surface observed). The edges of the breakage surface also shows permanent deformation, thus plastic deformation is also there. All these signs are evident enough to suggest that there was an intense and abnormal usage of the drill to an extent of heat build-up and ultimate forced fracture. As per the dimensional inspection and hardness testing, the returned drill was found to be within specifications. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation the root cause was attributed to a user related issue. The breakage of the drill happened due to combined torsional and bending overload evident by the breakage surface and plastic deformation on the edges. The flutes of the drill were also significantly blunt. Under such a situation, the drill encounters a lot of stress which leads to a sudden breakage (brittle), as in this case. A review of the labeling did not indicate any abnormalities. If any further information is provided, the complaint report will be updated.

Event description:
Drills broke during medical procedure and remain in the patients bone.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Part of device is implanted; other part unknown

Event description:
Drills broke during medical procedure and remain in the patients bone.